Event description:
It was reported that the customer was hospitalized due to high blood glucose. Nurse stated that the customer's blood glucose reading was 411 mg/dl at the time of admission. Caller stated that the customer was messing around with the insulin pump and changed the settings on her own causing herself low and high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.